Event description:
It was reported that when using the bd pyxis¿ es refrigerator, remote manager lock was failed, and fridge was not detected by the bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fridge was powered on but not found on the bus. A field service engineer attempted to resolve the issue by turning off both the fridge and the main unit, removing the battery from the fridge, and rebooting the fridge first followed by the main unit, but the fridge remained off the bus. Upon checking the connections at the back, it was found that the ethernet cable was disconnected from the pyxis main. The engineer plugged it back in and performed a complete shutdown and startup process again. The technician was then able to recover the fridge and inventory successfully. The system functioned as intended after the field service engineer repaired the device.